Event description:
It was reported that customer had a failed battery test on the insulin pump. The customer's blood glucose level was 200 mg/dl. The troubleshooting was performed. The customer was advised to clean the battery cap contacts with a cotton swab and isopropyl alcohol. The customer was advised to insert new aaa alkaline battery on the insulin pump. The customer received failed battery test. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back plan per healthcare provider instructions.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. No failed battery test alarms were noted. The pump had a cracked case at the display window corners, and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.